Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).brand name, unique identifier and 510k are unknown. No information has been provided to date. A device history record (DHR) review was not performed as the lot number was not available. A product sample was received for evaluation. No visual and functional testing were performed. The root cause of the reported event was found to be, that the load was caused after the catheter came into contact with the needle tip during use by the customer. No actions were taken for the primary concern reported. No actions were taken for the primary concern reported. This event occurrence will be reported to the overseas manufacturers and recorded in the company's database to monitor for future occurrence situation.

Event description:
It was reported that while indwelling the epidural catheter in the patient, the customer noticed it got torn off. No patient injury was reported.

Manufacturer narrative:
Other text: no same or similar product was sold in the us, it was sold only in japan., corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-26226. The report was submitted in error.